Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reported during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the distal cover had fallen off of the endoscope and into the patient's stomach. The suspect device was recovered endoscopically, and the procedure was completed with the same set of equipment. The customer reported there was no harm to the patient. A request for additional information is in progress. This event includes two (2) reports: patient identifier (B)(6): maj-2315, lot unknown. Patient identifier (B)(6): tjf-q290v, serial unknown. This report is 2 of 2 for patient identifier (B)(6): tjf-q290v, serial unknown.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the single use distal cover (model -maj-2315) was not installed properly. In addition, at the time of the installation, the single use distal cover (model - maj-2315) likely had an abnormality such as a cut. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿attaching accessories to the endoscope" ¿hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off.¿ this supplemental report includes information added to g2. Olympus will continue to monitor field performance for this device.